Manufacturer narrative:
The device has not yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. It was stated the working element was sent to a third party service provider for repair. If add'l info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that in the middle of a transurethral resection of the prostate (turp) procedure, the high frequency cable arched, made burning smell and burned the part that attaches to the working element. In addition, it was stated that the procedure was completed with a different but similar device. There was no pt injury reported.